Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced two infusion sets fell off while taking shower event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.